Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. Customer stated insulin pump quit working. She was treating with boluses and insulin pump; it will bring blood glucose down for about ten minutes and then the blood glucose would go right back up in the 400's mg/dl. She has not used the insulin pump since three to five days ago; currently treating with injections. Customer stated she was throwing up, dehydrated, had labored breathing and she was just out of it. Customer had diabetic ketoacidosis. She was treated with fluids and IV drip. The customer was wearing the insulin pump at the time of hospitalization. Customer mentioned a past event on air bubbles in the reservoir. She stated three cannulas were curled up back to back. Explained bent or crimped cannulas may interfere with the amount of insulin delivered. Customer does not feel safe with her pump and wants it replaced. The customer's current blood glucose was 167+mg/dl.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.